Event description:
Aerobic blood culture bottles. Looks like one of the culture bottles has been melted. Our supervisor has had us pull all blood cultures with lot# 5105706. The device was not used on a patient. The entire lot number was removed from stock so no further vials could be taken from the lot.